Manufacturer narrative:
Per the surgical technique, "changes can be made to the standard lordotic curvature by using the plate bender or mid-plate bender...avoid abrupt changes in the curvature...ensure that the rings are fully seated and gradually apply pressure on the plate until desired contour is achieved."

Event description:
It was reported that the plate fractured during bending.patient outcome: no adverse effect reported as a result of this event.